Event description:
The customer stated that the architect analyzer generated (B)(6) results on one patient. The initial results for (B)(6) were generated on (B)(6)2014 = (B)(6). The patient was redrawn (B)(6) and tested on (B)(6) 2014 =(B)(6). The (B)(6) 2014 sample was repeated on (B)(6) 2014 = (B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, sensitivity testing, and a review of labeling. The customer observed a potential (B)(6) patient result when using architect anti-hbc ii reagent, list number 8l44-25, lot 40393li00. A (B)(6) result was generated for a patient sample tested in (B)(6) with lot number 40393li00, but a new draw tested in (B)(6) generated (B)(6) results. A retest of the (B)(6) sample generated (B)(6) results with lot number 42253li00. Customer returns were unavailable for testing. Sensitivity testing was performed on a retained kit of architect anti-hbc ii reagent, lot number 40393li00, and it showed that the sensitivity performance was acceptable. A review of the complaint records for lot 40393li00 did not identify any problems relating to the customer's issue. A review of manufacturing records associated with lot 40393li00 found no issues that could be linked to this complaint. The customer was referred to the architect anti-hbc ii package insert for additional information. Based on all available information and the complaint investigation the architect anti-hbc ii reagent, list number 8l44-25, lot 40393li00 performed as intended and no product deficiency was identified.